Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('bilateral fallopian tube: salpingituis isthmic nodosa') and device expulsion ('migration of essure device-location of device uterus') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included obesity, gallbladder disorder, anxiety, iron low, fluid retention, acid reflux (oesophageal), depression, type 2 diabetes mellitus and menometrorrhagia. Concomitant products included pantoprazole for acid reflux (oesophageal), celecoxib (celexa) for anxiety, trazodone for depression, furosemide for fluid retention, ferrous sulfate for iron low and insulin for type 2 diabetes mellitus. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the salpingitis and menorrhagia outcome was unknown and the device expulsion and vaginal haemorrhage had resolved. The reporter considered device expulsion, menorrhagia, salpingitis and vaginal haemorrhage to be related to essure (ess205). Concerning the injuries reported in this case, the following were reported from patient's medical record: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: mr received- event "bilateral fallopian tube: salpingituis isthmic nodosa" added, reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.